Event description:
It was reported that during a coronary angioplasty procedure, the stent of the liberte' monorail stent delivery system dislodged and remains in the patient. The tortuous lesion being treated was located in the circumflex (cx) coronary artery. Difficulty in guide catheter placement was also reported. According to the customer, "before deployed, stent came off balloon inside patient. Tried to snare and could not get it out. Stent is now in profunda artery of right leg. Doctor left it there and continued with a minivision. Vision was successful." No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The delivery device without the stent was received in good condition with no damage observed. The balloon was received in its pre-inflated state indicating that the balloon has not experienced any positive pressure. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The manufacturing records for top assembly batch 8680196 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause could not be determined.